Manufacturer narrative:
B5 updated with additional information. Patient height and weight was unknown.

Event description:
It was reported that after removal, the puncture site was surgically closed. No special treatment was required, just a regular procedure. No imaging was performed.

Event description:
The complainant reported that the ischemia occurred following the use of a third-party 16fr sheath. Immediately after insertion of the 16fr sheath, lower limb angiography was performed via the sheath¿s side port, which confirmed the presence of ischemia. Despite this finding, the impella device was inserted for pre-pci. Ischemia persisted after pci, and a cold sensation was noted in the left foot on the puncture side. Although reverse insertion was considered, the patient¿s vital signs remained stable; therefore, the sheath was removed at the site.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ppae (ischemia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot : 1980801. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.